Event description:
It was reported that the device had a white screen and locked up at different times. On the first instance, the failure occurred when the user turned the device on to connect to a pt. Normal device operation was restored after power cycling the device and there was no adverse event reported as the result of the device use. However, on a later occurrence when the user attempted to perform the user test, the device locked up and normal operation was not restored after turning the device on and off. There was no pt use associated with the second event.

Manufacturer narrative:
(B)(4). Physio control continues to investigate the reported event.